Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The insulin pump was not showing anything. Customer cannot recall their blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Product analysis found blank display.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Unit had stripped battery cap coin slot, no cracked/broken battery tube threads noted.